Manufacturer narrative:
(B)(4). Philips investigated the issue and found that it is consistent with a sw defect in the access points which affects network dropouts. The hospital had all of their access points upgraded to (B)(4) to resolve the issue.

Event description:
The customer reported while monitoring a patient at the central station, they noticed the patient having ventricular tachycardia and then the signal was lost. They checked the patient and the patient was fine. No patient harm was reported.